Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. He information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent implant of a non-bard/davol xenform graft and a non-bard/davol tvt sling during a pelvic prolapse, enterocele, cystocele and urethral hypermobility. On (B)(6) 2013 - patient underwent laparoscopic lysis of adhesions and a robotic sacrocolpopexy and cystoscopy with implant of a bard/davol flat mesh and a non-bard/davol "mpathy" restorelle y mesh. On (B)(6) 2013 - the patient had follow up md office examinations with complaints of bilat hip/buttock and lower back pain. Per the surgeons progress notes, the patient apical support was excellent and the pain was more related to her previous herniated discs in her lower back region. On (B)(6) 2013 - patient complained of lower back pain and spasms. She was hospitalized for "suspected spinal diskitis osteomylitis l5-s1 and was treated with IV antibiotics. On (B)(6) 2014 - patient had md office visits with complaints of left gluteal/hip pain that radiated down her left thigh as well as being treated with chemotherapy the second time to help treat a diagnosis of breast cancer. On (B)(6) 2014 - during an md office exam, the patient complained of having some vaginal bleeding and it was noted that she may have some vaginal erosion. This is mostly in the anterior and apical compartment and she was treated with silver nitrate. On exam the patient has adequate support with a grade 1 cystocele and grade 1 rectocele. Patient does have approx 2 cm of erosion. On (B)(6) 2014 - the patient was examined with "2 area of extrusions approx 1 cm each on the apex on the right side and more anterior." On (B)(6) 2014 - the patient underwent partial excision of "approx 1 cm of mesh" that had eroded through the apical and anterior portion of the vaginal wall. Base on the anatomical location described in the implant op report prior to the implant of the non-bard/davol mesh the excised mesh appears to be the non-bard/davol mesh.